Event description:
It was reported that the insulin pump alarmed motor error multiple times during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer is not able to complete the rewind sequence. Blood glucose value is 156 mg/dl. It was also reported that the customer experienced unexplained high blood glucose of 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.